Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: the device was returned. Analysis of the device revealed normal battery depletion. Concomitant medical products: product ID: 4195-88, lead, implanted: (B)(6) 2012; product ID: 5076-52, lead, implanted: (B)(6) 2005. (B)(4).

Event description:
It was reported that the device was at elective replacement indicator (eri) earlier than expected. It was further reported that the left ventricular (lv) lead had high thresholds. The device and lv lead were explanted and replaced. No patient complications have been reported as a result of this event.